Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014, at an unknown time, she obtained alleged inaccurate results on the subject meter of ¿175, 200, 298, and 202 mg/dl¿, within 20 minutes of each other. Based on statistical methodology, the reported results fall outside lfs¿ precision criteria. The patient reported that she manages her diabetes with medication, including metformin tablets. She also indicated that she takes amlodipine and sertraline. It is unknown what action the patient took in response to the alleged results she obtained, but reported that ¿15 minutes¿ after obtaining the results, she developed ¿sweats¿. The patient denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the correct testing procedure. The cca also noted that the meter was set to the correct unit of measure, the test strips had been stored correctly and the test strips vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.